Event description:
Procedure: laparoscopy cholecystectomy. Reportedly during the procedure, the balloon ruptured. Pieces of the membrane fell into the patient's surgical cavity. All pieces were removed. No patient injury reported.